Event description:
Device result was 467 mg/dl. The user went to the ER and glucose was 122 mg/dl. No treatment was given. User was given an antibiotic for a cyst. Controls were not used. The device was miscoded. The device was replaced and requested to be returned for evaluation.